Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 1b endoleak was suspected in an existing unknown cook stent graft implanted in an unknown patient. The patient underwent a procedure to extend an earlier unknown cook stent graft due to a suspected type 1b endoleak. Following the placement of two zsle iliac leg grafts on the right side, continued leakage "to the internal organs" was noted. It was reported that this was likely due to a tear in the cloth of the most proximal zsle leg. Three stent grafts from another manufacturer were used to successfully cover the leak. No additional harm to the patient has been reported at this time. This report captures the suspected type 1b endoleak that required a reline with two additional zsle leg grafts. The type 3b endoleak due to a tear in the fabric of the proximal zsle leg graft that required the placement of three additional grafts from another manufacturer is referenced in a report with patient identifier: (B)(6). Additional information regarding event details and patient outcome have been requested but are currently unavailable.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Additional information was received clarifying the complaint device to be zenith alpha spiral-z endovascular leg, zisl-20-59. Therefore, it was determined this event is not reportable under FDA 21 cfr part 803 as this device is not manufactured by cook incorporated. Additionally, the zenith alpha spiral-z endovascular leg is not marketed in the united states and cook incorporated does not manufacture a same or similar device in the united states.

Event description:
Per additional information received on (B)(6), 2023, the device implanted, where the right-side type 1b endoleak was located, was clarified to be a zenith alpha spiral-z endovascular leg, zisl-20-59. This device is not manufactured by cook incorporated. Additionally, the zenith alpha spiral-z endovascular leg is not marketed in the united states and cook incorporated does not manufacture a same or similar device in the united states.